Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was experiencing random shocking from their spinal cord stimulator. Factors that may have contributed to the reported issue were unknown. It was reported that impedances will run and electrode zero was out of range and the patient's program was using that electrode. The patient was given a new program that doesn't use electrode 0. The issue was resolved at the time of the report. No surgical intervention occurred or was planned. The event occurred on (B)(6) 2019. No further complications were reported/anticipated.